Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. In clinic testing noted pre-shock impedance measurements were 149 ohms in rv to ra configuration, 130 ohms in rv to can configuration and 108 ohms in triad. A 1.1 joule shock was then delivered resulting in a shock impedance measurement of 62 ohms. Post shock impedance measurements were noted to be 142 ohms in rv to ra configuration, 129 ohms in rv to can configuration and 102 ohms in triad. Calcification was suspected to be the cause. This product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the patient had been undergoing dialysis treatment. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired if the treatment could have any impact on shock impedance measurements. Ts discussed the possibility of a physiologic impact and discussed troubleshooting options. A chest x-ray was performed and revealed no anomalies. The physician will continue monitoring. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed, with measurements greater than 150 ohms noted. Commanded shocks were delivered to test the system and shock impedance measurements were noted to be 73 ohms. Monitoring will be continued. No additional adverse patient effects were reported.